Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). The nurse reported a sys message displayed during set up. The pts were not prepped. The sys was switched out and the cases were completed on a second system. There was no pt involvement.

Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. The solenoid spacers were replaced and sent for in-house eval. The sys was then tested and met all product specs. The solenoid spacers have been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).